Manufacturer narrative:
He reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart.

Event description:
It was reported that the patient's right atrial and right ventricular leads were explanted and replaced due to lead noise. The patient's condition as a result of the event and subsequent explant procedure are unknown. Related MFR number: 2017865-2024-69167.